Event description:
The user facility reported that during an unspecified procedure the scope was damaged possibly by a laser. There was no patient injury reported.

Manufacturer narrative:
Olympus followed up with the user facility to via telephone and in writing to obtain additional information regarding the report, however only limited information was provided by the user facility. The user facility reported that the patient had begun waking up during the procedure, and that the device had been pulled from the sterile field. The device referenced in this report was returned to olympus for evaluation. The evaluation found that the unit failed leak testing, and there was a cut at the bending section. The bending section was frayed, and a single strand of metal braid was protruding from the bending section. There was thermal damage on the insertion tube at the bending section consistent with damage from a laser. The damage on the scope was likely due to the user handling. The device was refurbished. This report is being submitted as a medical device report in an abundance of caution.